Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings: investigators were unable to confirm the original complaint; the pump was returned with all of the keypad buttons responding properly. No physical damage was noted on the keypad. Upon removal of the keypad cover, no contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.